Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 years and 8 months post implant of this bioprosthetic aortic valve, a transcatheter valve was implanted valve-in-valve. The reason for intervention is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the reason for replacement was valvular stenosis. No additional adverse patient effects were reported.  Patient code updated. If information is provided in the future, a supplemental report will be issued.